Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was unable to push medication through during use. The following information was provided by the initial reporter: "unable to push medicine through needles, resistance.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was unable to push medication through during use. The following information was provided by the initial reporter: "unable to push medicine through needles, resistance."

Event description:
It was reported that the bd safetyglide¿ needle was unable to push medication through during use. The following information was provided by the initial reporter: "unable to push medicine through needles, resistance."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-may-2023. Investigation summary: seven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2153548. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.